Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during a review of the device history screen there appeared to have been a pump stop. It was reported that the patient wa asymptomatic and no alarms were heard at the time of the event. A review of the log file data confirmed the pump stoppage event while the patient was connected to the power module. No further information is available at this time.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.